Event description:
Subsequent to the supplemental MDR, a correction is required due to updated data investigation results. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on b)(6) 2025. On b)(6) 2025, it was reported that the patient went to the hospital with symptoms of pancreatitis after the sensor had been inserted in the arm. The patient had dizziness, headache, nausea, and confusion. She sited similar symptoms to prior hospital visits. The egv was 174 mg/dl while the bg was 232 mg/dl the day before the event. The patient took her routine daily oral diabetes medication. During the call she was driving to the hospital. Due to the accumulated costs incurred with her hospitalization, the patient is asking about the reimbursement of her hospital expenses. Treatment and management of symptomatic hyperglycemia was not documented. There was no description of the behavior of the display device on 09/09 (no egv, alerts, or alarms described). No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction h2 correction/additional information h6 type of investigation - additional h6 investigation findings - correction h6 investigation conclusion - correction

Manufacturer narrative:
MDR regulatory awareness date - correction g3 date received by mfg - correction h2 correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B3 date of event - correction b5 describe event or problem - correction/additional h2 correction/additional information h6 medical device problem code - correction h6 type of investigation - correction h6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, a correction is required due to an updated classification code and additional information added to the event. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient went to the hospital with symptoms of pancreatitis after the sensor had been inserted in the arm. The patient had dizziness, headache, nausea, and confusion. She sited similar symptoms to prior hospital visits. The egv was 174 mg/dl while the bg was 232 mg/dl the day before the event. The patient took her routine daily oral diabetes medication. During the call she was driving to the hospital. Due to the accumulated costs incurred with her hospitalization, the patient is asking about the reimbursement of her hospital expenses. Treatment and management of symptomatic hyperglycemia was not documented. There was no description of the behavior of the display device on 09/09 (no egv, alerts, or alarms described). No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Please disregard "h6: health effect clinical code - no clinical signs, symptoms or conditions" as this code is not applicable for this report. Please disregard "h6: health effect impact code - no health consequences or impact" as this code is not applicable for this report.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had dizziness, headache, nausea, and confusion. She sited similar symptoms to prior hospital visits. The cgm was 174 mg/dl while the bg was 232 mg/dl. The patient took her routine daily oral diabetes medication. During the call she was driving to the hospital. Due to the accumulated costs incurred with her hospitalization, the patient is asking about the reimbursement of her hospital expenses. Treatment and management of symptomatic hyperglycemia was not documented. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.